Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) conduction causing high ventricular rates, possibly across several different episodes. Technical services (ts) was contacted, and ts discussed the episodes and programming options. The crt-d system remains in service. No additional adverse patient effects were reported.